Event description:
It was reported that the patient had a surgical procedure to replace a spectra penile prosthesis(spp) device due to incorrect sizing of the device. The patient was experiencing pain in the torso of the genitals. Once the revision occurred the patient felt better and a patient outcome of stable was reported.

Manufacturer narrative:
The device was not returned for analysis. A DHR review confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review identified that pain is noted as a potential adverse event. Based on the available information, an evaluation conclusion code of known inherent risk of device was assigned to this event.

Manufacturer narrative:
The spectra cylinders were visually and functionally tested. Cylinder 1 has sharp instrument/tool damage to the outer tube, which resulted in a hole and exposed metal segments. This damage is consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. There was no damage to cylinder 2. Both cylinders passed the bend test with a force readout of less than 1390 grams. The cylinders therefore performed within specification. Risk review and labeling review identified that the adverse event reported is a known risk of the device, a further medical review was performed to determine that the reported events of pain and erosion are anticipated in nature and severity. Based on the reported events, it is more probable that pain and erosion were a consequence of cylinders oversized issue, this issue is related to physician improper sizing of cylinder during implantation, therefore a conclusion code of unintended use error caused or contributed to event has been chosen.

Event description:
It was reported that the patient had a surgical procedure to replace a spectra penile prosthesis(spp) device due to incorrect sizing of the device. The patient was experiencing pain in the torso of the genitals. Once the revision occurred the patient felt better and a patient outcome of stable was reported.

Event description:
It was reported that the patient had a surgical procedure to replace a spectra penile prosthesis(spp) device due to incorrect sizing of the device. The patient was experiencing pain in the torso of the genitals. Once the revision occurred the patient felt better and a patient outcome of stable was reported.